Event description:
A pt's meter prompted the error 4 and error 5 messages. Both of these issues were not resolved with troubleshooting. The pt also reported that they were unable to test on the meter due to low temperatures. They tried to warm up the meter by placing it in the oven. The meter melted and ceased to work and they were unable to test on it. The meter was replaced. There was no medical intervention or treatment given. No further info has been reported.